Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when the original apical cuff was implanted, the suture line was bleeding and could not be controlled. The surgeon made the decision to remove the cuff and start again with a fresh apical cuff. The additional cuff was opened and the new serial number was placed on the patient¿s documentation in place of the original cuff stickers.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4 (model number): correction. Section d4, h4: additional information. Manufacturer's investigation conclusion: the report of bleeding from the suture line of the heartmate 3 apical cuff could not be confirmed and a specific cause for the reported event could not be determined through this evaluation. The device history record was reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6), was shipped with apical cuff part number 10001258, lot number 7392365. The implant kit was shipped on (B)(6), 2020. The heartmate 3 lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, the IFU provides instructions on securing the apical cuff to the left ventricle and includes information regarding the suturing method. The IFU instructs to target the placement of the sutures on the black circumferential line marked on the apical cuff, which will help ensure that a hemostatic connection between the apical cuff and the heart tissue, for which uninterrupted opposition between the myocardial tissue and the apical cuff felt is required. In addition, this document cautions to ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. No further information was provided. The manufacturer is closing the file on this event.